Event description:
Device malfunction: failure to deploy - thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, thumb advancer deployment could not be completed due to resistance. The safety release was activated, retracting the locator wings, releasing the device from the tissue tract. Manual compression was applied to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.